Manufacturer narrative:
(B)(4). Final device analysis: model number: 3389, serial number: (B)(4). Final analysis revealed circuit # was open. Circuits # 0, 1, 2 had acceptable continuity. No shorts (dry) were found. The primary finding was the conductor wire was broken due to overstress/damage.

Event description:
It was reported the lead had dislodged. During replacement surgery, the lead stretched and broke. The lead tines remained in the pt. Additional information has been requested; a follow-up report will be submitted, if additional information becomes available.